Event description:
Consumer reported via email that upon removal of a tampon the string broke away from the rest of the tampon, leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget in one piece. Multiple attempts have been made to obtain further information, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.